Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after an implanted neurostimulator (ins) was newly implanted, during the first recharging session, the ins was stuck at 80% for about 20 minutes, despite "excellent" connection according to the app, recharging was then manually ended. Additionally, the connection via the communicator was slow and often disrupted. Ins pocket has signs of infection, already known to doctors. The patient¿s daughter called, so no direct troubleshooting was possible. Advised caller to try a longer recharging session to recharge past 80% tomorrow. Informed caller that an infection / fluid in the pump pocket might impact recharging efficiency. Also explained a communicator reset to the caller to try and fix the communications issues. If problems persist, patient should call again and / or discuss with doctor and manufacturer representative (rep) on the already scheduled follow-up this week.

Manufacturer narrative:
B2: the outcome attributed to the adverse event is infection. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.